Event description:
Revision surgery was performed due to wearing of the insert 21 years after initial implantation. The surgeon decided it is not the product failure. The products cannot be returned. No more information is available.

Manufacturer narrative:
[(B)(4)].